Event description:
During the annuloplasty, the temperature inside (that pt's) disc fluctuated between 30 and 40 degrees celsius though the device's thermostat was set to approx. 55 degrees celsius." The petition alleges that the tyco defendants knew or should have known that it is disctrode equipment was incompatible with the equipment of another manufacturer and also should have warned about the risks of using its equipment during a procedure where fluctuating temperatures were observed and about performing a nucleoplasty after an annuloplasty.